Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner tubing of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress and became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant. The analyst commented, cross continuity test failed due to lead has been stretched causing inner insulations to tear out of the connector and conductor short together. This might contribute to the electrical complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead was unable to capture and sense bipolar. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.